Event description:
A cryocyte container had been found broken when removed from liquid nitrogen storage. The customer was using a "medication injection plug for blood bag" for filling the container and including it when freezing. The cord blood within the container was lost.